Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she was not receiving insulin due to a bent cannula which led to high blood glucose and acute ketoacidosis. The patient's blood glucose levels were 480 mg/dl at the time of the incident. Subsequently, he removed the infusion set and went to the hospital. He was treated with multiple daily injections and this resolved the issue. The infusion set had been in use for three days. He was hospitalized for three days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.